Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a neurostimulator replacement procedure, impedances of >4000 ohm were measured on all electrodes except number 10, 11, and 14. Intra- and post-operatively, reprogramming was attempted with the electrodes showing high impedances but the patient did not feel the stimulation. Only electrodes number 10, 11, and 14 gave stimulation sensation. Follow up information reported that there were no further interventions performed on the patient and was noted that she was getting good stimulation in the recovery room. The patient was to be checked later in the week. If additional information is received, a follow-up report will be sent. See manufacturer report # 30042091788-2011-05303 for previous neurostimulator issue.